Manufacturer narrative:
The distributor is trained and approved to work on the millennium infant ventilator. The manufacturer is working with the distributor to discover the cause of the failure. Upon conclusion of the evaluation by the distributor an updated submission will be provided.

Event description:
The reported failure occurred during a pre-clinical check. It was reported that there was no patient involvement. The distributor reported that the ventilator automatically turns itself 'on' when it is plugged into ac power. The ventilator buttons would not function and no error codes came up on the display.